Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pelvic pain, right ovarian cyst; concurrent procedures laparoscopic supracervical hysterectomy/bso. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh, ams sparc, bard align, boston scientific obtryx and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent resection of the left arm of the mesh due to symptomatic mesh exposure on (B)(6) 2015. No additional information was provided.